Event description:
It was reported that the device turns off on its own. Additional information received: there was no alarm or error message before shut down. It occurs only during battery power and has occurred 3-4 times. There is no patient involvement.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.